Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor readings were inaccurate. The blood glucose reading was 124 mg/dl and the sensor reading was 67 mg/dl, causing the threshold suspend to be activated inappropriately. The customer was advised on techniques to improve sensor readings. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.